Event description:
Enterolite feeding pump was "running" overnight and calculated rate and volume infused. Pump not alarming that the nasojejunal (nj) tube was occluded and continued to indicate that the pump was running. Patient had decrease urinary output and required a bolus of dextrose 10% in water (d10w) due to a critical blood glucose of 36.